Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly displayed a system error message, preventing user access to medication. Customer did not disclose the nature of the procedure. Customer reported relocating the patient to a different room and continuing the procedure. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the station's database was full. The technical support specialist dropped the station's database, recreated a new database, and synchronized to resolve. Customer confirmed the station is operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly displayed a system error message, preventing user access to medication. Customer did not disclose the nature of the procedure. Customer reported relocating the patient to a different room and continuing the procedure. Patient or user harm was not reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1,d1,d4,e3,h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-aug-2020 to 03-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was bloated. The technical support specialist dropped the database, recreated a new one and performed data synchronization. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly displayed a system error message, preventing user access to medication. Customer did not disclose the nature of the procedure. Customer reported relocating the patient to a different room and continuing the procedure. Patient or user harm was not reported.